Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The patient presented with critical limb ischemia. Vascular access was obtained via antegrade approach. The calcified target lesion was located in the right superficial femoral artery. A 3.0 x 60 135cm mustang balloon catheter was advanced through a 6fr sheath for dilation. However, upon first inflation at 8 atmospheres for a few seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received fro analysis. A visual examination of the balloon was unfolded and had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material located approximately at the distal edge of the distal markerband. The rated burst pressure of this mustang device is 24 atmospheres. No issues were identified with the balloon material. A visual and microscopic examination identified no issues with the tip or markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The patient presented with critical limb ischemia. Vascular access was obtained via antegrade approach. The calcified target lesion was located in the right superficial femoral artery. A 3.0 x 60 135cm mustang balloon catheter was advanced through a 6fr sheath for dilation. However, upon first inflation at 8 atmospheres for a few seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was stable.